Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer requested service as one of the light bulbs on the console went out. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system but did not replicate the reported event of the light bulb being out. However, the company service representative confirmed the lamp life system message (sm) in the system, indicating that the lamp life was exceeding its rated life. The xenon lamp was replaced as a prevention to address the sm. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. A review of the system¿s event log from the time of the reported event revealed that system message (sm) ¿the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service¿ was displayed. The system message is only an advisory for the user to replace the lamp after it has reached 400 hours and can only be cleared by the user pressing a button on the screen. The lamp can still be used after this system message is acknowledged. The root cause of the reported event can be attributed to the (B)(4) lamp, which exceeded its rated life. However, no problem was found with the (B)(4) lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).